Manufacturer narrative:
The customer reported that the central nurses station (cns) shut down while in patient use. When the customer power cycled the powervar ups, only one battery on the ups lit up. When the cns powered up, a network disconnect error displayed. Reseating the ethernet cable in the wall and rebooting the cns resolved the issue.

Event description:
The customer reported that the central nurses station (cns) shut down while in patient use.

Event description:
The customer reported that the central nurses station (cns) shut down while in patient use.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, customer stated that cns device shut down, pu-621ra s/n: (B)(6). When nk tech support had customer power cycle the uninterrupted power supply (ups) that the cns device was connected to, only one ups battery was lit up. Cns then powered up and shows network disconnect error. When the ethernet cable was reseated at the wall jack and customer rebooted the cns, the issue was resolved. On (B)(6) 2019, customer responded to a follow up request regarding ups model/serial number and the resolution details. Customer believed the ups had been accidently disconnected from the power outlet, possibly by housekeeping. Once the ups was plugged back in, the battery charged up to full status. Ups information is provided below: model#: 50080-94r. Serial#: (B)(6). Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put delivered to customer on (B)(6) 2016. The description of event showed that cns device rebooted as a result of power loss from the ups. Service history shows that this issue occurred for the first time and had not occurred again since the reported date. Service history for this customer shows that there were no other power loss events on or after the reported date. The root cause was due to ups being accidently unplugged. Customer had taken note of this and resolved the issue on their end. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
Corrected data: f7: type of report. G7: type of report. H2: if follow-up, what type (correction or additional or both). H6: even problem and evaluation codes. Additional information: h10: manufacture narrative: details of the complaint: on (B)(6) 2018, (B)(6) hospital reported the cns had shut down. This was the only cns down. Service requested: exchange. Service performed: customer was advised to power cycle the powervar ups. Only one battery on the ups was lit up. Cns was able to power up. There was a network disconnect error on the cns once powered on. The ethernet cable was reseated and cns rebooted to resolve the issue. Investigation result: the root cause was a malfunction of the ups. This product is manufactured by ametek powervar, which is not a part of nk. Per manufacturer's manual, the batteries are designed to last from 2-5 years but their actual life span will depend on several factors including how often power outages occur, how long power outages last, and the temperature of the environment in which the upm operates. The ups is a supporting accessory not a patient monitoring device. The cns was in use with a patient and there was no reported harm. The cns was operating within specifications. There was no indication of improper or inadequate device design.